Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened esc, act, up and down button dome switch. No button error alarm was noted during testing. No unlocked lcd keypad connector. The device passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 495 mg/dl at the time of incident. Customer stated that the insulin pump button was hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 495 mg/dl and no form of treatment was reported. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.